Event description:
The user facility reported a 49-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that the physician attempted to reposition the impella 5.5 and pulled the impella across the valve into the aorta. The patient was taken to the operation room for impella replacement. The patient is stable.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ ¿if the impella catheter is completely out of the ventricle, do not attempt to reposition the catheter across the valve without a guidewire.¿

Manufacturer narrative:
The investigation for the reported positioning issue has been completed. The device was not returned for evaluation. However, clinical information provided is sufficient to determine the root cause. The root cause of the positioning issue was use related. The instructions for use referenced in the initial report is for the impella 5.5 with smartassist in section: use of echocardiography for positioning of the impella catheter. D4-updated model number. D6-implant and explant date.